Manufacturer narrative:
The product, ri robotic drill (us), rob10013, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. This failure is an identified failure mode within the risk assessment. Per complaint details, the drill had multiple disconnect errors during a cori (tibial bur all/exposure mode) tka and after an unsuccessful re-boot and 3rd attempt at unlocking drill, the drill was swapped, and the surgeon was able to move forward with the case. It was reported that the surgeon ¿got all the way through burring the distal femur and tibia post holes¿ and when the surgeon used the saw to finish the tibial cut, the saw slipped and ¿took more bone off the medial side¿ than expected and wanted to go back to the plan and take to more millimeters off the proximal tibia. Per the field report, no patient injury resulted from the 0-30 minute surgical delay during which time the equipment swap was performed and no further interventions were reported in order to recover. Based on the information provided, the clinical root cause of the drill disconnect errors could not be definitively concluded; however, the errors reportedly led to the equipment swap/use of backup. The medial tibial cut was reportedly due to the ¿saw slipped¿ (surgical technique) and not a device malperformance. The patient impact beyond the reported surgical delay during the drill exchange and the ¿more bone off the medial side¿ tibia cut could not be determined; however, no patient injury was alleged in the complaint. No further medical assessment could be rendered at this time. Should a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation

Event description:
It was reported that during a cori assisted tka surgery the real intelligence robotic drill had multiple disconnect errors. They got all the way through burring the distal femur and tibia post holes. The surgeon used the tibia twin peg and saw to finish the tibia cut. His saw slipped and he took more bone off the medial side than he expected. He wanted to go back to his plan and take to more millimeters off the proximal tibia. Before that he wanted to put the robotic drill in bur all and check his cut. When they tapped bur they got the disconnect error. They proceeded to pressed quit and backed out of the case, unplugged and plugged it back in, the light on the console was blinking. They tried to re-attach the drill and go to calibration but they kept getting the disconnect error when attempting to unlock the drill to re-insert the bur. The procedure was completed, with a delay of less than 30 minutes, by changing drill. Patient was not harmed as consequence of this problem.